Event description:
During a cataract extraction procedure using this phacoemulsification handpiece, the physician saw particulate enter the pt's eye. The pt is doing well.

Manufacturer narrative:
The handpiece passed the filter test.